Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet, despite using multiple wall adapters. The customer's blood glucose (bg) level was reportedly "within range". Reportedly, the customer reverted to manual injections for alternate insulin therapy.